Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Visual inspection found no anomaly on the header that is related to the field concern. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.